Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tensile bar broke and is stuck inside the assembly tool. The pull rod is not able to be removed as the tensile bar is wedged between.

Manufacturer narrative:
The tensile bar broke and is stuck inside the assembly tool. The pull rod is not able to be removed as the tensile bar is wedged between. No devices were returned for examination. One other report(s) were found against the product/lot code combinations, however, neither were for tensile bar issues. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.